Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have erratic rpms. The planet gear, poppet spring, ball plunger, set screws, semi-circle shaft bearing, and vespel sleeve bearings were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that outside of surgery the reciprocating arm of the unit intermittently stopped. No patient involvement. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This incident has been recorded under cmp-1006084. Upon completion of investigation a supplemental/final report will be submitted. G2: foreign. E1: telephone: (B)(6).